Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the e-luminexx vascular stent products that are cleared in the us. The pro code and 510 k number for the e-luminexx vascular stent products are identified in d2 and g4. Manufacturing review: based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product. Based on this review the products of this lot were found to have met all specifications prior to shipment. Investigation summary: the stent delivery system was not returned for evaluation. Provided photos and video show the stent still loaded in the catheter and the operator is trying to deploy the stent by pressing the trigger meanwhile the t-luer was visibly detached from the slider which was already displaced proximally. It is considered the detachment of the t-luer from the slider led to the impossibility to deploy the stent using the trigger. In this case, it was reported that a 0.035" guidewire was used for access, the tracking vessel was neither tortuous nor calcified and the lesion was pre-dilated. The customer stated that there was no significant damage to the device but didn't indicate which damage there was at all. The intended use of the device for a tips procedure indicate an off-label use which is a potential cause for positioning failure. Based on available information and the provided photos and video, the investigation is closed with confirmed result for detachment and failure to deploy using the trigger is considered a cascading event. A definite root cause of the reported incident cannot be identified. The intended use of the device for a tips procedure indicate an off-label use. Labeling review: in reviewing the relevant labeling it was found that the instructions for use (IFU) sufficiently address the potential risks. Regarding general warning, the IFU states "should unusual resistance be felt at any time during the procedure, the entire system (introducer sheath or guiding catheter and stent delivery system) should be removed as a single unit" and "visually inspect the e-luminexx vascular stent to verify that the device has not been damaged due to shipping or improper storage. Do not use damaged equipment". Regarding accessories, the IFU states "the bard s.a.f.e. 6f delivery system requires a minimum 6f introducer sheath. Insert a 0.035 inch (0.89 mm) guidewire under fluoroscopic guidance through the biliary stricture and into the duodenum". With regards to general directions, the IFU states "pre-dilatation of the stricture with an appropriately sized balloon dilatation catheter is left to the discretion of the treating physician". The IFU states "the e-luminexx vascular stent is indicated for the treatment of atherosclerotic lesions in the common and external iliac artery". Section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a patient underwent a stent placement procedure using e-luminexx. It was reported that the operator correctly did a pre-procedure flush during the deployment of the e-luminexx stent, but the stent continued to fail to be deployed. The procedure was completed using another device. There was no reported patient injuy.